Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) failed to retract. The following information was provided by the initial reporter: "it was reported that retract safety button and the needle did not fully retract causing a failed IV attempt and an accident needle injury to staff. "Staff member used bd insyte autogard 24 ga. X 0.75in to place IV last night. She pushed the retract safety button and the needle did not fully retract causing a failed IV attempt and an accident needle injury to staff."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) failed to retract. The following information was provided by the initial reporter: "it was reported that retract safety button and the needle did not fully retract causing a failed IV attempt and an accident needle injury to staff. "Staff member used bd insyte autogard 24 ga. X 0.75in to place IV last night. She pushed the retract safety button and the needle did not fully retract causing a failed IV attempt and an accident needle injury to staff"".